Event description:
Pt swallowed a fragment of orthodontic archwire in the evening at home. The wire lodged in the pt's esophagus causing gagging and vomiting. The wire was dislodged from the esophagus and an x-ray the next day confirmed that the wire had travelled to the pt's small intestine. Pt's family member, an md, indicated that the wire would pass through the digestive tract within 48 hours. The wire broke between the pt's canine and molar teeth. No serious injury occurred.